Event description:
It was reported that the patient presented with oversensing and irregular impedance measurements on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.